Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0229796280 was returned and analyzed. During external visual inspection, the catheter was found to be intact and a small amount of foreign material was seen attached to the tip of the lattice of the catheter. It was confirmed the material was on the tip of the catheter. The cirris shorts and mapping test was performed on the catheter with passing results. A multimeter and breakout fixture (fxt-00161) was used to check for shorts to the metal braid, but none were found. The occlusion test was performed on the catheter using the zaxis pd leak tester and was found to have passing results. The catheter tip was then sent out for histology testing. In conclusion, the material in the catheter tip issue was confirmed through testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that material was found in the ablation catheter post-procedure. The issue occurred during removal of the device. There were no patient symptoms or complications associated with this event, and no medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. No patient complications have been reported as a result of this event.